Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, when the doctor was going to use the device from the mayo table, it was found that the blade was broken. The device did not touch any hard thing. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.